Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.

Event description:
Customer states: a doctor reported to a medical examiner (me) at hosp that he observed the cuff was larger than usual and it seemed to touch the stoma of tracheostomy. Customer states after extubation of the tube, the me and covidien sales rep inspected the cuff with fingers and felt it might be slightly thicker than that of existing one. Customer confirmed that decannulation of the tube was required. Cross ref MFR report# 2936999-2013-00484.